Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a handpiece overheated. There was no patient involvement.

Manufacturer narrative:
Product analysis: the device was received in good condition. Customer's complaint could not be confirmed. The temperature test has also been performed with customer's console; no deviations have been found. Device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.